Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The insulin pump was not rewound with the reservoir in place. The customer stated insulin was stored in at room temperature. During troubleshooting it was advised to change set and air bubble issue was resolved. The blood glucose at the time of the incident was 150 mg/dl. The customer mentioned there was physical and cosmetic damage on the pump. The product will not be returned for analysis.